Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. (B)(6). The reporter's full name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the craniotome-attachment device had an undetermined malfunction. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was reported that all of the broken pieces were retrieved from the patient. There was no adverse event reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The product code and brand name was incorrectly documented as 05.001.059: craniotome-attachm f/epd+apd in the initial report. Therefore, the product information reported was incorrect. The product code and the brand name were identified as 05.001.080: air pen drive device. All of the product information has been updated accordingly. Gtin number: the device serial number ((B)(4)) was inadvertently entered in the lot number field. The serial number has been updated. The gtin number ((B)(4)) documented in the initial report was incorrect. The correct gtin number is (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as dec 18, 2008. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor power was too low. It was further determined that the device failed pretest for check internal leak tightness. Check external leak tightness and check power with test bench, min. 30 to 80 w. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.